Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to a limited amount of information received, it is unknown what could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our italian affiliates, during implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach, during the valve alignment in the descending aorta, with no difficulties during advancement in the sheath or the aorta, the patient suddenly developed chest pain followed by cardiac arrest. An emergency implantation was then successfully performed. The post-procedure echo revealed a pericardial effusion with cardiac tamponade. A pericardiocentesis was performed and the procedure was converted to surgery. During surgery, a rupture of the left ventricle caused by the guidewire was identified. Despite surgical repair, the patient could not be resuscitated due to the massive bleeding both from the left ventricular rupture and from the femoral vein injury during an emergency extracorporeal circulation procedure.

Manufacturer narrative:
A supplemental MDR is being submitted due to an update for the root cause as well as type of investigation and investigation conclusion. The following sections have been updated: b4, g3, g6, h2, h6, h11. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate that procedural factors (perforation with the guidewire) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.